Manufacturer narrative:
The reported events of high lead impedance and lead fractured were confirmed. As received, a complete lead was returned in four pieces. Visual and x-ray examinations found the inner coil appeared to be fractured at the middle portion. Scanning electron microscope verified that all filars of the inner coil were fractured. The cause of the reported evens was due to the inner coil being fracture consistent with bending fatigue.

Event description:
It was reported, that the right atrial lead exhibited high lead impedance. It was noted, that lead fracture was suspected. The lead was explanted and replaced. There were no patient consequences.